Event description:
Steris received an incident report from (B)(4) stating a user facility reported that during a patient procedure when the table was commanded to tilt the head section slightly, the table moved into a fully upright position and was unable to be lowered. Hospital personnel were able to stabilize the table while the patient was transferred to another surgical table. The procedure was completed successfully and no injury was reported to either the patient or the hospital staff. It was reported that a surgical accessory, specifically a clamp, had been stored on the base of the table which in turn damaged the main power board causing the table to tilt inadvertently.

Manufacturer narrative:
The cause of this event appears to be misuse of the device - i.e., setting/storing objects on the base of the table resulting in damage to the table's electronics, which in extreme cases can cause inadvertent movement of the table. Such misuse is specifically contradicted in the labeling of (B)(4) surgical tables and in steris training regarding the device. This type of misuse is the object of a voluntary field correction initiated by steris corporation on february 23, 2010 (report # 1043572-2/17/10-003c) of 3085 sp surgical tables. (B)(4). The surgical table was supplied to the user facility by a steris distributor (B)(4). The table is not under steris or its distributor's service contract; it is maintained and serviced by the user facility. Steris distributor, (B)(4), technicians went on-site and inspected the table. They noted an external micro-switch had been added to the base of the surgical table and the user facility confirmed that the modification was completed by a third party. The external micro-switch was installed next to the circuit breakers (specifically cb2) to shut off all power to the table motor if the foot pump pedal is actuated. However the table is manufactured with a circuit breaker (cb2) in the foot pedal area to allow for emergency shut-off of the surgical table. This modification is not in accordance with steris's manufacturing specifications as the equipment operator manual states (pp. 8-1): "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by fully qualified service personnel. Non-routine maintenance performed by inexperienced, unqualified personnel or installation of authorized parts could cause personal injury, invalidate the warranty or result in costly damage. Contact steris regarding service options." The modification is not an appropriate substitute for the field correction as it shuts off the table power in the same manner as the cb2 switch and does not protect the override switches which are on the side of the table column. In addition, the micro-switch is in an area that is not sealed for fluid ingress protection which could result in corrosion of the switch from splashing fluids. The manufactured circuit breakers in the same area are sealed with plastic covers to prevent fluid intrusion. The surgical table has not been safety tested for this modification. (B)(4) has reviewed the proper use, operation and associated warnings of the table with the user facility. (B)(4) completed the field correction on this and all affected 3085sp surgical tables in the customer's possession during the investigation of this event. No further issues have been reported with the equipment. Device evaluated by distributor.